Event description:
The pt felt a loss of stimulation and visited the hospital. Electrodes 1 and 3 had impedances ranging between 2200 and 2300 ohms. Lead fracture was suspected. The device was still in use. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.